Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary artery bare metal stenting treatment procedure, the stent delivery system could not cross the lesion. There were no reported pt complications or injuries. However, the returned product discovered stent damage. The index procedure was treating a "tight" lesion located in the severely calcified lad (left anterior descending) artery with a 5.00 x 16 mm bare metal stent. The liberte stent delivery system was unable to cross the lesion. The procedure was completed with a different device. The pt status is listed as "stable".

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly, and product specs at the time of release to distribution. The returned product included the sds device with stent. The sds with stent was visually, tactilely, and microscopically examined along the entire length and damage was found to the stent and mid-shaft. The balloon is tightly folded with the stent in between the marker bands. The stent has multiple struts stretched on the distal end. The mid-shaft is damaged 5 mm proximal of the guidewire exchange notch. The most probable root cause of this event is operational context.